Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that tacrolimus was causing air bubbles in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets had air bubbles in the line. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that tacrolimus was causing air bubbles in the line. Customer response (B)(6) 2020: since I am a patient¿s caregiver and not a hcp I can¿t provide a whole lot of info. I am also a market research provider for bd which is why I thought to ask the question about this and bring it to bd¿s attention. Answers to the questions below as far as I can: are you able to provide a date for the event? 17th august onwards for my husband who is on 24/7 tac but I understand this happens all the time with the tacrolimus lines. Are you able to provide a part no and batch no for the product reported? It¿s the blue tac line (I don¿t know the name of it but I do know they have special tubing for tac). Are there any sample(s) available that can be returned for evaluation? Was there any adverse event(s) as a result of the reported defect? No I don¿t think it is a critical issue, just annoying!